Manufacturer narrative:
At this time no product has been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported continuous bleeding after applying the freestyle libre sensor. The customer had contact with a healthcare professional who applied a one stitch suture to the sensor site. No additional details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time no product has been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported continuous bleeding after applying the freestyle libre sensor. The customer had contact with a healthcare professional who applied a one stitch suture to the sensor site. No additional details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. The sensor plug was seated properly. The sensor applicator and sensor pack were not returned, thus adc is unable to further test the returned product. Therefore, the issue is closed to no product returned. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported continuous bleeding after applying the freestyle libre sensor. The customer had contact with a healthcare professional who applied a one stitch suture to the sensor site. No additional details were provided. There was no report of death or permanent injury associated with this event.